Manufacturer narrative:
Per the user guide: change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high at night and low blood glucose levels in the morning (55-65 mg/dl and 300's md/dl). Carbohydrates would be consumed for the low bg and a bolus via the pump was delivered to address the high bg. The customer stated that the bg fluctuation was due to needing to adjust the pump settings. The customer also stated that the bg level would elevate if the infusion set was not changed by the third day. Tandem technical support advised the customer that per the user guide, the infusion set should be changed every 48-72 hours. The customer acknowledged the information.